Manufacturer narrative:
The complaint investigation for the observed falsely elevated results included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Accuracy testing of panels, which mimic patient samples, was completed using a retained kit of lot 07137ui00. All specifications were met indicating that the lot is performing acceptably. World wide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field. Trending review determined no trends for the issue for the product. Device history record review for lot 07137ui00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect prolactin reagent, lot 07137ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided.

Event description:
The customer reported falsely elevated architect prolactin results on five patients with one patient exceeding their deviation cutoff of 8.33%. The results provided were: on 03may2020 sid30786916 = 128.22ng/ml (reference range male = 3.46-19.6ng/ml, female =5.18-26.53ng/ml)/on (B)(6) = 166.53ng/ml. There was no reported impact to patient management.